Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high defibrillation impedance and multiple oversensing episodes due to noise were noted on the right ventricular lead. The noise was reproducible in the clinic and a lead revision procedure is anticipated but not yet scheduled.